Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was spontaneously rebooting while monitoring patients. The cns would beep three times then do a system shutdown and power back on. No patient injury or harm were reported. Service requested / performed: troubleshooting. Investigation summary: the possible cause of the issue is considered to be a faulty storage /hard drive. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors (bsms): model #: ni, serial #: ni.

Event description:
The customer reported that the central nurse's station (cns) was spontaneously rebooting while monitoring patients. No patient injury or harm were reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was spontaneously rebooting. The cns would beep three times then do a system shutdown and power back on. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was spontaneously rebooting. No patient injury or harm were reported.